Manufacturer narrative:
(B) (4). The customer's returned meter has been returned and investigated. Complaint was not confirmed and no new issues were observed. All results were within the assigned ranges and no errors were observed. The reported readings were found in the meter's memory log.

Event description:
Customer reported receiving erratic readings on their blood glucose monitor within 10 minutes of 228 mg/dl, 110 mg/dl, 70 mg/dl, and 60 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.